Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer (fse). While inspecting the console, the fse found that it was working properly. It was suspected that the issue could be due to mains voltage with possible need to replace lvps component. To determine this, the console was kept under observation for a few cases. After being under observation for a week, the fse returned to check the console and found that it was working properly. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation was assigned the most probable conclusion code of no problem detected.

Event description:
It was reported that, during preparation for the procedure, the console was switching off automatically upon connecting fiber. The procedure had to be rescheduled. It was noted that the procedure was not able to be rescheduled prior to patient involvement. Information regarding whether patient was under local or general anesthesia was unavailable per customer. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that, during preparation for the procedure, the console was switching off automatically upon connecting fiber. The procedure had to be rescheduled. It was noted that the procedure was not able to be rescheduled prior to patient involvement. Information regarding whether patient was under local or general anesthesia was unavailable per customer. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer (fse). While inspecting the console, the fse found that it was working properly. The console was kept under observation for a few cases. After being under observation for a week, the fse found that it was working properly. Since the investigation was unable to identify any anomaly with the console, the reported allegation could not be confirmed. Based on the investigation results, an investigation conclusion code of no problem detected was assigned to this investigation.